Event description:
A 5.5mm x 125mm fixation beam broke at junction between thread/shaft in the calcaneous. This was a lateral column fusion. The patient was not healing and the beam broke clean, there was a clip engaged in the beam and this remained engaged.